Manufacturer narrative:
No product wil be returned for eval.

Event description:
On (B)(6) 2010, the pt reported she changed her insulin infusion set yesterday after 1 day of use because she had a "burning" pain at the infusion site. She removed the headset and discovered the cannula was bent at a 45 degree angle. She discarded the infusion set at issue. Courtesy infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.